Event description:
The patient received an scs system, which included an unknown model of scs leads. It was reported, the patient is not getting paresthesia in the desired areas. Reprogramming has been unsuccessful in obtaining the coverage needed. Follow up on the patient found she is continuing to work with her physician to determine the next course of action and is currently awaiting the results of a recent x-ray of the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.